Event description:
It was reported to boston scientific corporation that a capio suture capturing device (specific type unknown) was used with a capio suture (size and type unknown) during a sacrospinous fixation procedure.according to the complainant, during the procedure, the needle of the suture detached right at the needle and remained in the iliococcygeus muscle. The physician attempted to remove the needle from the patient (method unknown) but the needle was not retrieved. The device had made several successful throws prior to the needle detachment.the physician completed the procedure with this device and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).a review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.